Manufacturer narrative:
Concomitant medical products: product ID: 7434a, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. Product ID: 7496-51, serial# (B)(4), implanted: (B)(6) 1997, product type: extension. Product ID: 3982, serial# (B)(4), implanted: (B)(6) 1997, product type: lead. (B)(4).

Event description:
It was reported that the patient's therapy was not working as expected, and gets a great "bolt of a shock" from their implantable neurostimulator (ins). This occurred in one leg when sitting, laying, or standing. At one time, the patient had to hold on to something. A loss of therapeutic effect was also reported. With stimulation on, it would go down like hardly any "juice" at all and it would give a shock like you stick your finger in a light socket. It was stated to have been so strong and would last for 3 - 5 seconds. This had been occurring for a couple of weeks prior and was noted to be a sudden onset. The settings had not been changed. The patient's pain had been covered until this started. No diagnoses, interventions, or outcomes had occurred at the time of report. Follow-up attempts have been made and the file will be updated if additional information is received.